Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 65875305201 shell with cluster holes 61833318; 8114-00 stem 61860466; 66017569 cement 73634290. This report is number 1 of 2 mdrs filed for the same patient (reference 0002648920-2017-00128 and 0001822565-2017-01398).

Event description:
Patient's right hip was revised approximately two years post-implantation due to dislocation. During the procedure, the head and liner were removed and replaced. No further information has been provided.